Event description:
It was reported by the sales rep the device was used during a laparoscopic cholecystectomy. It was reported the outer seal gasket tore on the 511sd, "mod" code 23. There was no consequence to the pt.